Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up-report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a female pt in her mid 70's during cardiac arrest, the device inappropriately prompted "release shock button". It took several attempts pressing the shock button before one shock was administered to the pt who subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical for evaluation and the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. Review of the clinical file indicated the user pressed the shock button prior to the device prompting to "press flashing shock button". The clinical file also showed a "change battery" indicating a low battery and resulted in the device taking longer to charge. The device did deliver a shock to the patient successfully. It is important to note; the device had a red x displayed prior to the patient event. This claim has been closed as user error. The device's main board was replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.